Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-03038. 0001825034-2020-03040. Medical product: oss 3cm resurfacing femoral rt item# 150350 lot# 479330. Oss tibial poly bearing 18mm item# 150413 lot# 235030. Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven years five and a half months' post implantation due to fracture of the tibial bearing and loosening of femoral component. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11-medical product oss reinforced yoke, item# 150493 , lot# 374130, unknown axle, unknown femoral bushing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned product found signs of being implanted. The bearing has damage such as wear marks, scratches, nicks, gouges, deformation and is fractured. X-rays were provided and reviewed by a health care professional. Review found lucency along the medial femoral condylar implant that may reflect loosening. Bone quality is osteopenic. There is no evidence of implant fracture or abnormal wear. Alignment and patient anatomy appear unremarkable. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately seven years, seven and a half months' post implantation due to fracture of the tibial bearing and loosening of femoral component.